Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons was more difficult to press and motor error about a month ago as well as and insulin pump was louder during prime. Customer¿s blood glucose level was unknown. Customer stated that the battery cap was more difficult to remove and rejected new battery. Troubleshooting was not performed. The device will not be returned for analysis.